Event description:
It was reported that customer received product with the lot # 4084070. When the product was removed from sealed box the top of the product fell off. No patient injury or involvement were reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Received unit: two (2) sample were received for evaluation; the returned sample were received decontaminated and with its original package inside a plastic bag. Visual inspection result: two samples returned were from unused devices and damage / broken can observe between the cap single port and y connector. Ten (10) samples were taken in the manufacturing process line to observe the condition of the parts after assembly and replicate the issue reported by the customer. Samples taken were intentionally bent to observe cracks / broke. Results: samples tested were not detached or broken after the intentionally force applied on the part after the assembly. Retrospective review from last 12 months (oct 12 2021 ? Aug 12 2022) was conducted and had not been reported complaints with the same failure mode.the complaint could not be replicated in the manufacturing process, product is 100% inspected prior to packaging and no records were found for issues related with this failure mode. Based on the test performed in good parts taken from the manufacturing process, it was not possible to replicate the issue, based in the DHR and in process inspection controls parts were tested with no issues reported, the probable root cause can be related for mishandling product once left mtij facilities.the cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: e4: correction: customer reported to FDA: no information.